Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: during the case, while cleaning inside the port with a gauze holding with kocher clamp before insertion of camera, a valve inside the port broke. Procedure was completed with new one. However, after abdominal closure, x-ray showed something like a wire in the body. The abdomen was re-opened and the material was retrieved. It is not clear where the wire came from. There was no additional bleeding, but operative time was extended more than 30 minutes. No patient injury was reported. Patient status is ok, no other patient info available.

Manufacturer narrative:
(B)(4).